Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Reportedly, the customer reverted to an alternate form of insulin therapy.